Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) value displayed as 'low' on the continuous glucose monitor (cgm) to a bg level of 60 mg/dl. The low bg causes was not known. The customer drank juice and consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.